Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "2nd button on top row not working" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the second blue key from the left on the first row that was not operating properly and its worn out due to excessive use. The keypad is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's keypad 2nd button on top row was not working found during testing in the biomedical service department. There was no patient involvement. No additional information is available.